Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back (implanted), and no lot number identified. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred.

Event description:
It was reported that the patient had inflammation and increase of volume. The patient needed a second surgery for persistent csf fistula or aseptic meningitis. The female patient was between 30 and 55 years old. Linked to mfg. Report numbers: 3003418325-2017-00023, 3003418325-2017-00025, 3003418325-2017-00026. Patient 4 of 4.